Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. The specificity of the elecsys hiv duo and elecsys hiv combi pt assays, allows for the possibility of single false-positive results. The investigation was limited as calibration and quality control data, as well as pre-analytical and instrument-related information, were not provided. A sample-specific discrepancy was identified as the root cause of the discordant results.

Event description:
The initial reporter alleged discrepant results during a correlation study involving the hiv duo elecsys e2g 300 assay and the elecsys hiv combi pt assay on the cobas e 801 analytical unit. The study included 22 patient samples, of which 12 results were concordant. However, 10 results were discordant, with the elecsys hiv combi pt assay yielding reactive or indeterminate results, while the hiv duo elecsys e2g 300 assay yielded non-reactive results. All samples with discordant results were subsequently tested using western blot on (B)(6) 2020, and all results were negative.